Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the replacement of the servo guard solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The alarms along with information about a clogged expiratory bacteria filter indicate an increased expiratory resistance in the patient¿s breathing system. At high expiratory resistance, patient does not have time to breathe properly during the expiratory phase before a new breath is initiated. This leads to the alarms for high pressure is generated. Servo guard is a highly efficient single use bidirectional bacterial/viral filter for use with ventilator and anesthesia breathing systems. The servo guard provides filtration for reducing possible cross-contamination between patients and equipment. The servo guard is intended to be used on both the expiratory and/or inspiratory limbs of breathing circuits. The filter housing is transparent to allow visual inspection while in use. An integrated water trap collects condensation which can occur when the filter is used in expiratory limbs. Expiratory airway pressure must be carefully monitored to protect the patient against accidently high airway pressure when using expiratory bacteria filters. Increased airway pressure could result from a clogged expiratory bacteria filter. The filter should be replaced if the expiratory resistance increases or after maximum 24 hours, whichever comes first. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to clogged duo guard/servo guard, not to ventilator malfunction.

Event description:
It was reported that the ventilator generated an alarm of airway pressure high. There was no patient harm. Manufacturer's ref. #: (B)(4).